Manufacturer narrative:
Our investigation into the complaint has now concluded. The returned device was evaluated by the designated complaint unit and the initial visual inspection found no issues. The functional evaluation confirmed the specific reported issue as the device would not prime. The device was disassembled, and the root cause for this issue was identified as a damaged piston, the piston cap was separated from the piston body. All product complaints will continue to be tracked and trended to detect any recurring issues and if needed, additional corrective action(s) will be initiated at that time.

Event description:
It was reported that during the preparation of debridement utilizing a versajet, the hand-piece didn't complete its self-priming so the surgery was completed with surgical knives.